Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe enough that patient wanted linx removed. Did the dysphagia improve after the device was implanted initially? No dysphagia prior to implant- dysphagia improved after explant. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Were there any other contributing factors that led to the linx being explanted other than the reported gerd and dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes. Questions related to gerd: was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? Recurrent reflux was not the reason for removal- dysphagia was reason for explant.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. The following additional information was requested and is unavailable: did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Were there any other contributing factors that led to the linx being explanted other than the reported gerd and dysphagia? Was the device found in the correct position/geometry at the time of removal? Questions related to gerd: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that post implant of lxmc15, the device was removed because of ongoing gerd and dysphagia. This was diagnosed through the physician. The issue was resolved with the explant. The patient post explant is doing well and there are no next steps for the patient that are required.